Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High impedances were observed on this lead. Lead was found to be fractured. No action has been taken at this time, but the patient will be seen in clinic for revision. No adverse patient events were reported. Should additional information become available, this file will be updated.